Event description:
The customer reported via phone call that the customer experienced the high blood glucose and under delivery. The blood glucose at the time of the incident was 479 mg/dl. The customer was treated with the manual injection. The customer also reported that high pressure test was performed and it was passed. Auto mode feature was not active at the time of high blood glucose event. The customer feels ok for troubleshoot. The customer also reported that insulin pump had insulin flow block alarm. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose and under delivery. The blood glucose at the time of the incident was 479 mg/dl. The customer was treated with the manual injection. The customer also reported that high pressure test was performed and it was passed. The customer reported that auto mode was active. The customer feels ok for troubleshoot. The customer also reported that insulin pump had insulin flow block alarm. The device will not be returned for the analysis.